Event description:
The surgeon performed a revision on the patient who had early osteolysis in the hip treated with total hip arthroplasty with ultima bearing. At the time of the revision surgery, the extensive synovial hypertrophy as well as the focal osteolysis were deteched in the hip, but no gross evidence of metallosis was found in the periprosthetic tissue.